Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in impaired awareness and traumatic injury and is consistent with the reported fall and treatment with IV dextrose. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The user acknowledged receiving a low alert but did not treat the hypoglycemia and returned to sleep, which contributed to progression of the event. Insulin delivery in the 90 minutes prior to glucose falling below range consisted of small doses (0.095 units and 0.07 units) while glucose remained stable between 116 mg/dl and 98 mg/dl. Based on available information, a device malfunction was not identified and the event was attributed to use-related factors involving failure to treat hypoglycemia. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.